Manufacturer narrative:
Because the unit will not be returned for evaluation and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation event will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that an aseptico surgimotor ii possibly caused a file to separate; the separated piece was retrieved without injury.